Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic radical gastrectomy for gastric cancer on the stomach tissue, the device was unable to fire and they were unable to squeeze the handle. They used an new device to complete the case and resolve the issue. No reinforcement material was used.